Event description:
It was reported that the injector flow rate was set for 2.5cc/sec. And the injection site was the right antecubital fossa. After completion of the procedure (total of 150ml injected), the technician noticed a large extravasation on the arm of the pt just below the area of the eda patch. The technician estimated that the extravasation volume was approximately 50-75ml. Cold compresses were applied and the pt's arm was elevated for a few hours. The pt was released to home and no further medical intervention was required.